Event description:
Elderly patient underwent catheterization and angiography of his peroneal artery via femoral puncture. At the conclusion of the procedure, two attempts were made to close the wound with a 6-french perclose device. The suture failed to deploy on both occasions.====================== health professional's impression======================the device failed to deploy the closure suture twice.